Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and dhrs for the kit pack was reviewed for verification of correct cable. The dhrs showed the libre reader passed all tests prior to release and the correct cable was part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A fast draining battery issue was reported with the freestyle libre device. Customer reported being unable to obtain readings and as a result, experienced symptoms described as stress, feeling bad, and a seizure. Customer self-treated (unspecified) and had contact with an hcp who provided glucose via injection and food as treatment. No further information was provided by the customer as he/she refused to troubleshoot further. There was no report of death or permanent injury associated with this event.